Manufacturer narrative:
Device technical analysis: the returned lead was analyzed, visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead was kinked after it exits the clik anchor resulting in the reported complaint. Boston scientific concludes that the inadequate stimulation was likely caused by a component failure. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications in the instructions for use (IFU). Investigation conclusion: the allegation of the patients loss of stimulation and high impedances has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Boston scientific has concluded that the probable cause event was traced to component failure. Additional suspect medical device components involved in the event: model: sc-1132. Serial/lot: (B)(6). Description: precision spectra ipg kit.

Event description:
It was reported that the patient had loss of stimulation and high impedances on their lead. An x-ray was performed and found that the lead had a kink close to the anchor location. The lead was removed and replaced and an additional lead was added. Patient is stable following the procedure.

Event description:
It was reported that the patient had loss of stimulation and high impedances on their lead. An x-ray was performed and found that the lead had a kink close to the anchor location. The lead was removed and replaced and an additional lead was added.